Manufacturer narrative:
The ge field engineer cleaned the locks and returned the product back into service. Periodic preventative maintenance is currently in place per the system's planned maintenance procedure that includes instructions to inspect and perform functional check on the table locks.

Event description:
It was reported that the system's cable looks were slipping. There was neither injury reported nor patient involvement. The concern is for a serious injury if a patient were to become unsteady and fall as a result of the clipping table locks.